Manufacturer narrative:
Concomitant medical products: 694965, lead, 407652 lead, implanted: (B)(6) 2006.

Event description:
It was further reported that the patient was working on an electrical box and experience a lia again. It was also noted that left ventricular (lv) lead had exhibited a high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.